Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was walking at the time of the events. The sensing vector was set to the secondary sensing vector. Technical services advised some testing options. Clinic testing was able to reproduce the noise. The device sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.